Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted last year. During a follow-up routine, it was found that the pump body was difficult to press. In a later test, it was discovered that the pump could not rebound. This year, the patient came to the hospital, and during the revision procedure, it was found that the connection was intact and the reservoir contained fluid, but the pump did not rebound when pressed. Therefore, the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a wear at fold in the proximal end, middle, and distal end of the cylinder. The leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder passed the leakage test. The reservoir was microscopically inspected and leak tested. Microscope examination revealed that the reservoir krt tubing at the strain relief appeared crushed/flattened by tool damage, it did not leak. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the pump failure of activation tests. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted last year. During a follow-up routine a couple months later, it was found that the pump body was difficult to press. In a later test, it was discovered that the pump could not rebound. This year, the patient came to the hospital, and during the revision procedure, it was found that the connection was intact and the reservoir contained fluid, but the pump did not rebound when pressed. Therefore, the pump was removed and replaced. No patient complications were reported.